Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory d9. The communicator was returned for analysis on 2025-feb-19. H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that their communicator does not charge, and they have to wiggle the cord in order to get any connection. A request was sent to the repair department for a replacement device due to the patient had to wiggle the cord to get the communicator to charge and at times it did not charge.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial/log# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6); ubd: 15-aug-2024; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.